Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown bearing, catalog #: unk, lot #: unk; unknown femoral, catalog #: unk, lot #: unk. (B)(6). The report was submitted by an attorney. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06326, 0001822565-2018-06327, 0001822565-2018-06328. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to unknown reasons.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous reports submitted on nov 12, 2018, jul 8, 2019 and aug 19, 2019 were submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0002648920-2021-00049.

Manufacturer narrative:
Additional information received from the claimant alleges that the revision was performed on (B)(6), 2017. No medical records have been provided to confirm whether the revision procedure was performed on (B)(6), 2017.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain and swelling secondary to tibial component migration approximately three (3) years post-operatively. The tibial component was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.